Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt was redirected to the manufacturer from their doctor because for probably the last 6 months or longer the pt could not use their ins. When the ins was charged and the stimulation was off they were getting shocked. Pt let their ins battery drain and they no longer were getting shocked. Pt said it felt like they were getting stabbed right over their ins, pt got enough pain. Pt was not getting any pain relied with the ins stimulation turned on for they could not tell the difference if the ins stimulation was on or off. The patient was redirected to their healthcare provider to further address the issue.